Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges nasal/throat irritation, a constant cough, and "sinuses and breathing problems." There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer for an investigation. On (B)(6) 2022, during the evaluation of the device, the manufacturer visually inspected it and found no evidence of foam degradation. There was a reboot error found. The patient's complaint was not confirmed, and the unit was scrapped.